Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture in the battery compartment with no damage to the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2018 with the following findings: on examination, there was moisture corrosion present inside the battery compartment. On investigation, the pump would not power on and was completely unresponsive due to the moisture corrosion in the battery compartment and additional corrosion found inside the pump on the printed circuit board. Investigation confirmed the ¿no power¿ complaint. The initial reporter had denied damage to the pump; however, investigation showed the battery compartment was cracked and leak testing confirmed moisture ingress into the battery compartment at the site of the crack.